Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device lot number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part not returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the tip of a probe was found to have physical/visual evidence of deformation. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The linear blunt probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was bent visibly. But when connected to a known good system, probe returned good geometry and divot error readings. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.